Event description:
It was reported that stent damage and stent partial deployment occurred. During unpacking of a 4.00 x 32mm synergy xd drug-eluting stent, it was noticed that the stent struts were damage and appeared to be partially expanded. The procedure was completed with another of the same device. There were no patient complications reported.